Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The distal tip was examined which revealed the tip was kinked, stretched, and broken. There were a couple of kinks at the proximal end of the wire. The overall length and the outer diameter of distal tip couldn't be performed because of the condition of the device (broken). The outer diameter of middle of the device and in the proximal section was within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis november 27th, 2018. The device was returned with no reported allegation, however, investigation results revealed that the distal tip of the wire was broken. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the device was kinked. The distal tip was examined which revealed the tip was kinked, stretched, and broken. Unit returned in a generic plastic bag. There were a couple of kinks at the proximal end of the wire. The overall length and the outer diameter of distal tip couldn't be performed because of the condition of the device (broken). The outer diameter of middle of the device and in the proximal section was within specification. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis (B)(6) 2018. The device was returned with no reported allegation, however, investigation results revealed that the distal tip of the wire was broken. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the device was kinked. The distal tip was examined which revealed the tip was kinked, stretched, and broken. Unit returned in a generic plastic bag. There were a couple of kinks at the proximal end of the wire. The overall length and the outer diameter of distal tip couldn't be performed because of the condition of the device (broken). The outer diameter of middle of the device and in the proximal section was within specification. Inspection of the remainder of the device presented no other damage or irregularities.